Event description:
It was reported that while the patient was standing on a public bus and grabbed the handle bar with their right hand, they received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was from oversensing of noise where the episode also showed baseline shift. Noise coming from the sense b location was suspected. During the follow-up visit, noise was unable to be reproduced with manipulation of the electrode or movement with the patient's upper body. Initially there was also high out of range shock impedance measurements noted. Review of subsequent measurements in different body positions were noted to be within normal limits. Additionally, the interrogation noted the battery life on the s-ICD had decreased from 40 percent remaining to 5 percent remaining within three months and premature battery depletion was suspected. An x-ray was taken which did not reveal any significant findings. Therapy was programmed off in the s-ICD and the patient was hospitalized overnight. The following day the hospital contacted the field representative and indicated the s-ICD was emitting tones. Upon arrival at the facility, the field representative was unable to be interrogate the s-ICD with two programmers. Upon magnet application there was tones, so a magnet reset was performed and the device was successfully interrogated. The primary sensing vector showed a flat line with multiple s markers. Boston scientific technical services (ts) was consulted to review the information. Ts recommended that the patient continue to be hospitalized. Engineering analysis was performed and noted it appeared the battery usage has increased at a high rate and charge times were very high. Root cause was unable to be determined and therapy was unable to be guaranteed. Further engineering analysis also observed numerous resets due to telemetry hardware issues. Subsequently engineering suggested the device be emergently explanted. It was noted that the physician chose to leave therapy off in the s-ICD and discharge the patient. Ts recommended prior to device replacement, review of the system placement. Palpate the electrode and s-ICD and consider additional x-ray investigation to confirm system location versus cardiac mass. Additional recommendations were made by ts to assess the entire system to assess electrode integrity. Ts noted that if there is any concern over electrode impairment that it should be replaced along with the s-ICD. The field representative would contact the physician with the recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure. During the procedure only the s-ICD was explanted as the electrode did not show any signs of damage and was still functioning appropriately. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that while the patient was standing on a public bus and grabbed the handle bar with their right hand, they received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was from oversensing of noise where the episode also showed baseline shift. Noise coming from the sense b location was suspected. During the follow-up visit, noise was unable to be reproduced with manipulation of the electrode or movement with the patient's upper body. Initially there was also high out of range shock impedance measurements noted. Review of subsequent measurements in different body positions were noted to be within normal limits. Additionally, the interrogation noted the battery life on the s-ICD had decreased from 40 percent remaining to 5 percent remaining within three months and premature battery depletion was suspected. An x-ray was taken which did not reveal any significant findings. Therapy was programmed off in the s-ICD and the patient was hospitalized overnight. The following day the hospital contacted the field representative and indicated the s-ICD was emitting tones. Upon arrival at the facility, the field representative was unable to interrogate the s-ICD with two programmers. Upon magnet application there was tones, so a magnet reset was performed and the device was successfully interrogated. The primary sensing vector showed a flat line with multiple s markers. Boston scientific technical services (ts) was consulted to review the information. Ts recommended that the patient continue to be hospitalized. Engineering analysis was performed and noted it appeared the battery usage has increased at a high rate and charge times were very high. Root cause was unable to be determined and therapy was unable to be guaranteed. Further engineering analysis also observed numerous resets due to telemetry hardware issues. Subsequently engineering suggested the device be emergently explanted. It was noted that the physician chose to leave therapy off in the s-ICD and discharge the patient. Ts recommended prior to device replacement, review of the system placement. Palpate the electrode and s-ICD and consider additional x-ray investigation to confirm system location versus cardiac mass. Additional recommendations were made by ts to assess the entire system to assess electrode integrity. Ts noted that if there is any concern over electrode impairment that it should be replaced along with the s-ICD. The field representative would contact the physician with the recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported.